Event description:
The patient's left hip was being revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6021-5537, accolade (127 deg) size 5.5, lot code: 40133503. Cat. No.: 6260-9-126, 26mm std lfit v40 head, lot code: 49066903. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: the returned device looks unremarkable. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, better quality x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's left hip was being revised due to infection.